Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of nasal/throat irritation or soreness and device is noisy. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness and device is noisy related to CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer service center for investigation. The internal and external aspect of the device was inspected and no contamination was observed in the device. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device. Section d8, d9, h2, h3 and h6 were updated in this report. Section d1, d4 and h4 has been corrected.